Manufacturer narrative:
(B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, foreign matter was found in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-mar-2025. Investigation summary: bd received one sample and one photo for investigation. The analysis of the customer photo revealed foreign matter(fm) on the outside of the tube. A visual inspection was conducted on the returned sample, and foreign matter was observed on the outside of the tube wall. Additionally, 30 retained samples underwent a visual inspection, and no fm was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, foreign matter was found in one (1) tube. No adverse impact was reported regarding the patient or user.